Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter to be in place positioned below the level of the renal veins. Two of the distal anchoring struts (posterior on right) appeared to extend beyond the vessel wall slightly. The filter was tilted proximally to the left by 10 degrees and anteriorly by 12 degrees.

Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter to be in place positioned below the level of the renal veins. Two of the distal anchoring struts (posterior on right) appeared to extend beyond the vessel wall slightly. The filter was tilted proximally to the left by 10 degrees and anteriorly by 12 degrees.